Event description:
It was reported that the center locking screw of the crosslink broke off during tightening before final torque was applied with the torque limiting screwdriver. The crosslink was replaced with another. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.